Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation described as an open sore which was irritated by the lifevest. The patient was treated by wound care for the irritation. The current medical condition of the irritation is unknown as multiple follow-up attempts were not successful.